Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 results of investigation: the device was evaluated by company lab using log tool and screen shot of service screen. The reported issue was confirmed due to environmental contamination. There was a presence of extremely fine salt in the facility that caused main electronics to overheat.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer additionally reported that after the unit was restarted it alarmed tf 317 hardware failsafe failed. The customer performed 'insp block/valve test' and found that the blower temperature was high. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 100 experienced a tf 300 - device in failsafe and tf 401 - inspiration valve or device leaky in addition to a loud noise coming from the unit during ventilation. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed there was no patient harm associated with the reported issue.